Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the no power up was verified to be caused by a defective monitor board. The monitor board was replaced to resolve the problem. The device was recertified and returned to the customer. No emerging trend based on similar reports.